Event description:
Manufacturer reference number: 1627487-2023-06129 . It was reported that following several falls, patient's ipg was flipping in pocket. It was also reported that the patient's ipg had been turning on and off despite being set to magnet mode off. As a result, surgical intervention was undertaken on (B)(6) 2023 where the ipg was replaced to address the issue

Manufacturer narrative:
The date of event is estimated.

Manufacturer narrative:
The event of ipg turning on/off was reported to abbott. Patient has reported several falls and battery is flipping inside pocket. The ipg was explanted and replaced. Effective therapy was restored. The original ipg was set to magnet mode off and still had issues turning on and off. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.